Event description:
The tip was broken off on one side, however, they do not know when this occurred. It was noticed part way through a case. The scrub nurse could not remember whether the scissors had been intact at the start of the case.